Event description:
Allegedly revised because insert was too thin for patient.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the pacage insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4): evidence that product in specification when used.